Manufacturer narrative:
H3 and h6. Evaluation codes: updated. Received for investigation a used, decontaminated syringe with the tyvek packaging. Visual inspection showed damage to the syringe barrel shoulder. The pro-vent was broken off with the stem still inside the plunger tip assembly. The shoulder damage resulted in a hole being present. In-process, lot acceptance for damages that affect function, are based on inspection. The device history record (DHR) information indicates that the lot met acceptance requirements. Based on the results of this investigation the complaint was confirmed, however it could not be stated with confidence how this occurred. The customer stated that the syringe was "overloaded." The exact details of product handling by the user were not provided. Complaint information will continue to be monitored for any new information or adverse trends and future actions will be taken accordingly. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the was syringe overloaded. There was patient involvement and no harm/adverse event reported.